Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reporting that the scs 'battery stopped functioning', is probably dead, and will not charge anymore. Pt stated they had an appointment scheduled tomorrow with a mdt rep but, nobody from the hcp office is answering or getting back to them. Pt stated they are not able to make it to the appointment tomorrow. Pt stated the appointment was supposed to be about a battery replacement but, now they are considering just getting the implant removed at this point and 'take chances with the pain'. Pt stated they are crippled and cannot drive that far and needs to lay down. Pt stated the implant 'has not worked' for 6 months. Pt stated they 'first got hurt' and had surgery then after a year, the pt was told there was nothing more they could do and pt was referred to an hcp. Pt stated they have permanent nerve damage to 1 side of their body. Pt was redirected to hcp to further address the issue.